Event description:
A caller reported experiencing a cgm error 42, and a malfunction code was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, after which the error code did not appear again, allowing the caller to successfully start their sensor session.